Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050502 the reportable event of bands were intentionally deployed, but were fired in an inadvertent or unintentional location.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat varicose veins performed on (B)(6) 2024. During preparation outside the patient, the trip wire fell off and the ligator could not be placed onto the endoscope. When the ligator was used, it was not very smooth when the bands were deployed. All six bands missed the target and were not deployed to the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure to treat varicose veins performed on (B)(6) 2024. During preparation outside the patient, the trip wire fell off and the ligator could not be placed onto the endoscope. When the ligator was used, it was not very smooth when the bands were deployed. All six bands missed the target and were not deployed to the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of trip wire detached. Imdrf device code a050502 the reportable event of bands were intentionally deployed, but were fired in an inadvertent or unintentional location. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned without the ligator housing. The returned handle did not have evidence that the trip wire was secured, and there were no problems found with the trip wire other than it was not secured into the handle slot. No other problems with the device were noted. The reported events of trip wire detached, and bands misfire were not confirmed. Upon analysis of the returned component, the handle did not have evidence that the trip wire was secured. There were no other problems noted with handle and the trip wire. The ligator housing was not returned for analysis, so it could not be determined if it had some sort of damage that would not allow the correct placement of the bands into the target. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands. It is most likely that since the trip wire was not secured into the handle slot, the trip wire was loose within the handle wheel and did not deploy the bands as it should since there was not enough tension between the trip wire, the handle and the ligator housing. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.